Event description:
Co was contacted by dist and followed up with customer directly. It was reported the instruments were used during a laparoscopic cholecystectomy. It was reported the instruments were shooting out two clips at a time. After the initial instrument was used, a second was opened and also double-fired. A fourth was used to complete the case. The first three instruments had the same lot number. The difficulty occurred right away. Clips were retrieved from pt. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot identification.